Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted during testing, nor were there any unexpected numbers scrolling anomalies. The following cosmetic damaged was found: minor scratches on the lcd window, scratched reservoir tube window, cracked reservoir tube lip, and a missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 180 mg/dl. The customer was programming a bolus when the menu started scrolling on its own, and then the button error alarm occurred. Troubleshooting was initiated for the button error alarm. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.